Manufacturer narrative:
H6. Device analysis for ins nme744129h revealed the ins was functionally okay. There were insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced wound pain at the impl antable neurostimulator (ins) implant site. It was further reported the pain was ¿like hollowing under the skin¿ and that the pain was not caused by battery simulation. There was ¿no lead fracture¿ and ¿no infection;¿ the cause of the event was unknown with no external factors reported that may have led or contributed to the issue. Impedance testing was performed and found the system impedance was ¿about 850 ohms¿ and that each electrode pair combination value was ¿ok.¿ the patient¿s ins was replaced and the implant site was changed on (B)(6) 2020. Although it was noted the patient had ¿pain in the wound¿ following the procedure as of (B)(6) 2020, it was noted the ¿pain at the original implantation site like hollowing under the skin was alleviated.¿ it was noted the disease the patient was primarily/originally treated for was phantom pain and complex regional pain syndrome (crps). There were no further complications reported or anticipated.